Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with one blue cartridge reload loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: on the first stoke of the fourth firing, did the device cut the target tissue? -- no. On the first stroke of the fourth firing, did the device deploy any staples? -- no. What other color cartridges were used before and after this event? -- the information was not provided from the hospital. Was the instrument fired across or near an existing staple line or clip? -- yes. If any unexpected noises were heard, when were they heard? -- the information was not provided from the hospital. Were any of the forces higher or lower than expected (closing, firing, or opening)? -- no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -- yes. Was there any difficulty removing the device from the tissue? -- no. Were there any issues with previous firings? If yes, please explain. -- no. Is there any other additional information you would like to share about this device or procedure? - entire staples were formed as intended.

Event description:
It was reported that during a laparoscopic colectomy, the device did not work at the 1st stroke of the 4th firing during closing an insertion slot of a functional end-to-end anastomosis. The device was fired properly at the 2nd stroke of the 4th firing and it could be fired three times and the knife returned to home position at the 4th stroke (counting from the 2nd stroke) of the 4th firing. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The staples were formed as intended.